Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that repeat loss of prime warnings had occurred using two separate cartridges and from different boxes. Reportedly, the patient had received 5 loss of prime warnings with the cartridge placed tonight, quickly after the initial prime step and before the fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime with non-zero force event with a loss of prime event following were verified in the black box. A rewind, load, and prime sequence were performed without issues. There was no loss of primes during the investigation. The pump was opened and removed from the case. The force sensor calibration reading was observed to be low. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.